Event description:
Situation: during a cardiac surgery procedure, the heart/lung machine was started to support the patient's circulation. Within 5 minutes of use, the pump that produces blood flow started making a rattling noise but continued to generate normal blood flow. Background/risk factors: the blood pump provides circulation to keep the patient alive during the surgical procedure assessment: the pump head was inspected and reset on the drive motor, but the rattling sound returned within 5 minutes. It was immediately decided to change the disposable pump head. Response/interventions: the patient was weaned from the heart/lung machine, while maintaining stable vital signs throughout. The pump head was changed and the procedure resumed without incident. The defective pump head saved and sent to the manufacturer for evaluation. We voluntarily removed other pump heads with the same lot # from use at our facility.